Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient line had become disconnected from the transfer set and leaked. This is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain three of six of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the caregiver reported that the patient line and transfer set became disconnected and leaked. The technical services representative assisted in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.